Manufacturer narrative:
Subject device has been received and an investigation summary was performed. The investigation has shown that one pin does slightly protrude at one side of the handle as complained. In addition we found that the handle is in a very used condition, it is discolored, battered and the part number is barely readable. The hexagonal tip has also clearly visible wear marks from often and intense use. On the shaft are the numbers 09/15 together with an eagle logo etched, we are not able to determine where these marking came from, or if neither this logo nor such a number combination was ever used at synthes. The current drawing of this device was introduced in the year 1997 and since then this screwdriver is marked with a 7-digit lot number on the shaft, also the part number is on the shaft since then. Based on that it can be concluded that this device is older than 18 years. Next to that has the screwdriver in question two separate pins, while the drawing has since 1997 an end-to-end pin, which allocates the force better. Based on the overall condition of this screwdriver it is likely that normal wear over the years in combination with intense use did lead to the loosening of the pin. No indication of any product fault. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). It was reported there was no patient involvement. This report should be product problem only; it was clarified that no adverse event was reported. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a member of the staff had noticed that the retaining bolt was slightly proud and that it may tear gloves and retain contaminants. No actual surgeon or member of staff had this problem occur. There was no patient involved.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Initial reporter facility phone number: (B)(6). Implant and explant dates: device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(4) as follows: it was reported that a metal lug that retains the handle is slightly proud of the surface causing tearing of gloves and possible retainment of contaminants. It happened during surgery but there was no prolongation. This report is 1 of 1 for (B)(4).